Manufacturer narrative:
As of today, the medical product has not been made available for analysis, and it was therefore not possible to examine it. The manufacturing process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The analysis of the data of the involved pacemaker showed that the bipolar rv impedance dropped from 546 ohm to 390 ohm in the time period from (B)(6) 2018 to (B)(6) 2019. It reached 312 ohm on (B)(6) 2019. The rv pacing threshold test frequently failed in the period between (B)(6) 2019 and (B)(6) 2019. In addition, the available iegms showed atrial fibrillation, as well as intermittent artifacts that led to the complained-about oversensing. Based on the data, no cause can be determined for the clinical observation. If additional relevant information or the lead itself should be available, the incident will be updated accordingly.

Event description:
It was reported that this rv lead was explanted approx. 45 months after implantation. Oversensing leading to inhibition of stimulation was observed. The lead was capped. A new one was implanted.